Event description:
It was reported that the customer's insulin pump delivered 16 units of insulin that she did not program. Customer's blood glucose was 214 mg/dl when this occurred. She reportedly drank orange juice all day and did not give herself anymore insulin and her blood glucose stayed around 140 mg/dl for the rest of the day. Customer was unable to troubleshoot with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.